Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla catheter. Analysis of the tip, distal shaft, collar, hypotube and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft and collar with the ptfe pulled out of the collar. Inspection of the returned device found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 18june2020. It was reported that the guidezilla was stuck. The target lesion was located in the left anterior descending artery. A 5-in-6 guidezilla extension catheter was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the weld of the device was stuck in an unknown stent. However, it was further reported that the stent was stuck inside the guidezilla upon trying to advance at the connection between the guidezilla and the catheter. The guidezilla and stent were removed together without intervention. The procedure was completed with another of the same device. No patient complications reported and patient was stable. However, device analysis revealed a complete separation of the distal shaft and collar with the ptfe pulled out of the collar. However, device analysis revealed a complete separation of the distal shaft and collar with the ptfe pulled out of the collar.